Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00163 on 15-jul-2021. Corrected data (21-jul-2021): in the initial MDR, siemens reported that a siemens customer service engineer (cse) was dispatched to the customer's site. A siemens cse was not dispatched to the customer's site. A siemens specialist remotely assisted the customer in adjusting the hm vessel feeder's clutch assembly and verifying mechanical operations by successfully loading vessels twice without further process errors. The type of investigation code in section h6 was updated to reflect the corrected information. Additional information (21-jul-2021): siemens further investigated this issue and requested further information from the customer regarding this event. Siemens determined that prior to contacting the call center, the customer attempted to troubleshoot the error by disconnecting the motor connector on their own accord. Siemens determined that the probable cause of the customer receiving an electrical shock was the customer's neglect to take necessary precautions to power down the instrument prior to troubleshooting the incident outside of siemens approved-customer-facing instructions. Siemens' customer-facing instructions do not instruct operators to reset the motor connector. This instrument is an underwriters laboratory (ul) listed instrument and conforms to the requirements that materials used will not lead to electrical shock when the instrument has been powered down. With the instrument operational, the motor connector in question that is controlling the vessel feed motor provides a non-life-threatening voltage of 24 volts. There was no visible smoke, flames, or fire observed during this incident. There was no damage reported to this instrument or to other lab equipment during this incident. This is an isolated event. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported a "vessel empty" error and a top seal leak. The customer indicated that the vessel motor was turning but the vessel was not loading. While troubleshooting the error, a technician received an electrical shock. There was no indication of any exposed bare metal on the connector wires. A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the vessel feeder clutch and loaded the vessel two times with no errors. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2021, a customer reported that one of their technicians received a shock while troubleshooting error "vessel empty", error code # 571, on a dimension exl 200 instrument. The technician was shocked while trying to disconnect a motor connector. The technician did not require medical intervention. There are no known reports of adverse health consequences due to this event.